Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced bilateral deflation on breast implants. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline implants, catalog # 3502325, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06262 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a 35 year old female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced bilateral deflation on breast implants. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline implants, catalog # 3502325, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06262 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the posterior view measuring 1.7 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. The mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).